Event description:
The patient reported that the doctor stated that the atrial lead was not connected and that the programming had to be tweaked. Follow-up determined that the leads were fine and that during a pocket revision for infection (reported in another event) the lead appeared connected. The device atrial lead were explanted and replaced due to the infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-58 lead, implanted: (B)(6) 2014. (B)(4).